Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed, per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, two blower misters failed to flow properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the products in question. Refer to MFR report # 2242352-2013-00640 for related report.